Manufacturer narrative:
One claris display workstation was received for evaluation. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to internal network card was disabled (configuration setting) by windows. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported communication and output issues, and subsequent cancellation were identified.

Event description:
During an atrial fibrillation procedure, the computer was having communication and output issues which resulted in a cancellation of procedure. While patient was on the table, an "amplifier is disconnected" message and "unable to open port 44.44.44.90" message appeared. The fiber optic cable, media converter, and amplifier were all swapped out, but with no resolution. The computer was replaced, and the issue was resolved. However, due to how long troubleshooting took, the procedure was aborted and rescheduled.